Manufacturer narrative:
The devices involved in this event have been returned and sample evaluation will be completed . If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type iiib endoleak at the 60-month CT. The physician elected to treat the patient by explanting the afx device on (B)(6) 2018. The patient was asymptomatic prior to the incident and is in good status post secondary procedure. The explanted devices will be returned for evaluation.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging surrounding the reported event. Requests were made on (B)(6) 2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. In addition, the devices involved in this event were returned and sample evaluation was completed. The following components were evaluated by direct observation of physical device: one afx ba28-100/i16-40 explanted device and one a34-34/c100-o20 explanted device. The evaluation result for the device is inconclusive for the reported endoleak; both explanted devices arrived at endologix with extensive damage, characteristic of an explant procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.